Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on march 10, 2005, and is over 11 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the roller, comb, side plates, and gear were all damaged. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the comb being damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed due to the damaged comb. No testing was able to be performed due to the damaged comb. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 11 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing properly. Inspection of the returned mesher revealed that the comb was damaged. No patient involvement. No adverse events have been reported as a result of the malfunction.